Manufacturer narrative:
Batch review performed on 09 january 2019 lot 1720593: (B)(4) items manufactured and released on 13 september 2017. Expiration date: 2022-09-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: mectalif assy inner shaft short reference 03.22.10.0070. Lot 1413337: (B)(4) items manufactured and released on 16 february 2015. No anomalies found related to the issue. To date, no similar event on the same lot has been registered. Investigation performed by r&d department on january 08, 2019 considering the picture attached in the complaint and the analysis performed during the visual inspection, it's possible to see that the m4 thread of the cage is slightly damaged. The damaging is probably due to a cross-threading during the inner shaft assembling. Even if there is a small damaging to the thread, with a correct assembling of the related inserter 03.22.10.0261 and inner shaft 03.22.10.0070, the functionality of the cage is not compromised.

Event description:
The nurse was not able to engage the cage with the inserter straight. The surgery was finished with the back up implant. Due to this event the surgery was prolonged about 5 minutes. The surgery was completed successfully.